Event description:
The customer reports that post-op a laparoscopic adjustable band procedure, on the second fill in (B)(6) 2009, the port could not be located. Under fluoroscopy, the port had flipped. The port was repositioned. Three months later on (B)(6), 2009, under fluoroscope it was found that the tubing had came disconnected form the port. It was found floating in the abdomen. The surgery to replace the band has been postponed due to abnormal thyroid levels. Pt is currently taking medications to correct the issue.

Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation. Device remains implanted.